Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation connector j500 was broken off of the distribution node pca. There is no indication that the device malfunction caused or contributed to the patient's death. The device was able to monitor the patient until the device was shutdown. The root cause for the damaged connector could not be positively identified. Monitor mfg. Date: 10/21/2015; electrode belt mfg. Date: 06/03/2016.

Event description:
A us distributor reported that the patient passed away on (B)(4) 2019. It was reported that the patient's death was cardiac related and that he was not wearing the lifevest at the time of passing. It is also reported that ems removed the lifevest from the patient. Per clinical review of the available download data, the device detected bradycardia from 11:25:44 to 12:03:03 on (B)(6) 2019. An arrhythmia was detected at 12:19:16 with the ECG showing atrial fibrillation (af) at 20 bpm with CPR artifact. CPR artifact contributed to the false detection. Bradycardia was again detected from 12:23:36 to 12:26:16. From 12:41:06 to 14:28:11, noise on both channels and therapy electrode placement fault flags are detected. Per the continuous ECG recording, from 12:19:36 to 14:27:36, the patient was in af at 20 bpm with CPR artifact transitioning to af at 60 bpm. The rhythm then transitioned to a paced rhythm at 90 bpm slowing to a paced rhythm at 70 bpm. The patient then received a non-lifevest defibrillation. The rhythm at the time of the treatment and post-shock was ventricular fibrillation (vf) with motion and CPR artifact. The patient was in vf for about 30 seconds before receiving the shock. The patient then received a second non-lifevest defibrillation while in vf with motion and CPR artifact. The post-shock rhythm was af from 60 bpm to 70 bpm with motion and CPR artifact. The patient was in vf for about 48 seconds before receiving the shock. The patient goes back into vf with motion and CPR artifact for about 32 minutes from approximately 14:27:38 until the device is shutdown at 15:00:30 on (B)(6) 2019. Motion and CPR artifact prevented the lifevest from treating the patient while in vf.